Event description:
Customer in germany reported an abnormal smell from the mel 90 device. The mel 90 equipment at the customer's site experienced a leakage of excimer gas due to a malfunction of the magnetic valve. The customer was instructed by phone how to close the gas valve on the gas bottle. The customer was also instructed not to use the device. There was no adverse event and no serious injuries reported.